Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a 2nd stage revision on (B)(6) 2020 due to a left thr infection, patient had another infection in the same hip therefore had a first stage revision left thr on (B)(6) 2021. It was indicated by a diseases specialist a revision surgery to remove all prosthesis as the organism causing the infection is susceptible to antibiotic that the patient is allergic. All prosthesis were removed. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation and conducted confirms per complaint details, a left tha revision surgery was performed approximately 1 month post second-stage revision to explant all prosthetic components due to development of another infection ¿as the organism causing infection is susceptible to antibiotic that patient has allergy to¿. Per correspondence, no consent was granted for the requested medical documentation. It was further communicated that an antibiotic spacer was used and the explants were sent for pathology testing and are not available at this time. Reportedly, an unspecified infection (possibly recurrent) was the root cause of the event; however, the source of the infection could not be concluded based on the limited information provided. The patient impact beyond the reported infection and 2nd revision (explant) procedure could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.